Event description:
It was reported that post implant, noise was observed on the atrial lead when interrogating for lead impedance and when performing the high voltage lead integrity test. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.